Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. The product investigation could not identify a root cause. There are no other complaints reported in the lot. Additional information has been requested. A completed questionnaire has not been received. (B)(4).

Event description:
A nurse reported that an intraocular lens (iol) was exchanged with an unknown iol. Additional information was received that the patient reported dissatisfaction with the lens and that she was unable to see well to function at work. Additional info was requested.